Event description:
Patient representative reported for left side "deflation", "protrusion of implant", "capsular contracture" baker grade unknown, and an "increased risk of alcl". The device has been explanted and replaced.

Manufacturer narrative:
The events of capsular contracture and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and extrusion.